Event description:
Pt had catheter for IV medication administration. After approximately 2 weeks, pt flushed catheter, observed wetness on dressing and removed dressing to discover approximately 4 inches of catheter under dressing (catheter length is 6 inches). Insertion site visible with no catheter at site. Pt was sent to the emergency room by on-call nurse. Required surgical removal of remainder of catheter in right upper arm.